Event description:
It was reported that during an evh procedure, the device had insufflation failure. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: the testing was completed, and the device does not meet flow rate spec. The complaint is confirmed.